Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. Errors, alarms and warnings 165 total daily dose (tdd) exceeds limit warning observed in black box on (B)(6) 2014. Max tdd was set to 26u. Daily basal rate was set to 14.4u. Bolus history shows bolus deliveries of 21.09u. Basal delivery added to bolus delivery exceeds the 26u set limit. Exercised pump for 24 hours with a 1 unit per hour basal program. No related warnings / errors duplicated. The pump case was removed, no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.